Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and genital haemorrhage ("dysfunctional bleeding"). The patient was treated with surgery (supracervical hysterectomy with salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and genital haemorrhage ("dysfunctional bleeding"). The patient was treated with surgery (supracervical hysterectomy with salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dysmenorrhoea, menorrhagia and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.